Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous upper limb. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 10atm. The device was removed without issue and the procedure was completed with another device. No patient complications were reported and the patient was good post procedure.